Event description:
It was reported that the customer inserted the product into the patient at night. The next morning, they noticed air leakage from it. Upon checking it, they found a pinhole in it and stopped using it. No death or serious injury was reported in connection with this incident.

Event description:
Additional information received indicates a tracheostomy tube change out was successfully performed due to the leaking cuff. No patient injury.

Manufacturer narrative:
One portex® soft seal® cuff tracheal tube was returned for analysis in used condition. No discrepancies were found upon visual examination. The product was submerged under water while attempting to be inflated; noting leakage coming from a small tear in the cuff. Relevant documents were reviewed and deemed adequate. An audit was performed of a section of the production floor observing no discrepancies with training records and personnel were following procedure tracheal manual flow line - bell-out, fit inflation line and leak test. No discrepancies were found during review of (B)(4) samples from manufacturing process. Based on the evidence, the complaint was confirmed. However, the root cause is unknown at this time.